Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 08 - attachment: [04-30-2017 otp supplemental 08.xlsx]

Manufacturer narrative:
Date sent to FDA: 08/20/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ (B)(4). Gynecare prolift +m anterior pelvic floor repair system ¿ (B)(4). Gynecare prolift +m pelvic floor repair system ¿ (B)(4). Gynecare prolift +m posterior pelvic floor repair system ¿ (B)(4), gynecare prolift +m total pelvic floor repair system ¿ (B)(4). Gynecare prolift anterior pelvic floor repair system ¿ (B)(4). Gynecare prolift pelvic floor repair system ¿ (B)(4). Gynecare prolift posterior pelvic floor repair system ¿ (B)(4). Gynecare prolift total pelvic floor repair system ¿ (B)(4). Gynecare prosima pelvic floor repair system ¿ (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 concurrently with laparoscopic right salpingo-oophorectomy and the mesh was implanted. Following the procedure, the patient underwent an excision of vaginal mesh and anterior repair on (B)(6) 2016 due to vaginal ulceration, erosion of vaginal mesh and cystocele. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/18/2021 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 25

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: 04/19/2021. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2017 through march 31, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to the FDA: 06/28/2017 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 01 - attachment: [04-30-2017 otp supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 06/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 07 - attachment: [04-30-2017 otp supplemental 07.xlsx]

Manufacturer narrative:
Date sent to the FDA: 08/29/2017 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 02 - attachment: [04-30-2017 otp supplemental 02.xlsx]

Manufacturer narrative:
Date sent to the FDA: 10/25/2017 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 03 - attachment: [04-30-2017 otp supplemental 03.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 05 - attachment: [04-30-2017 otp supplemental 05.xlsx]

Manufacturer narrative:
Date sent to the FDA: 12/27/2017 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 04 - attachment: [04-30-2017 otp supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period february 1, 2017 through march 31, 2017 supplemental 06 - attachment: [04-30-2017 otp supplemental 06.xlsx]